Manufacturer narrative:
(B)(4).

Event description:
It was reported that during that during preparation for a percutaneous transluminal procedure, introducer damage and foreign material was noted. An accustick ii nitinol kit was selected. There was no damage noted to the packaging. The device was removed from the package and upon inspection, there was a hole seen in the dilator and a "black mark" on the device. It never made contact with the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: received one f/g accustick ii device with nitinol guidewire and j-tip guidewire. No damages were observed on the guidewire assemblies. From visual observation, the outer sheath's distal tip was found torn and foreign material (greenish/yellow color residue) was found to be present at this location. The condition of the returned device with foreign material and torn outer sheath indicate that the defects likely occurred during customer prep/handling of the device. The accustick device was dis-assembled by removing the stiffener and inner sheath. The inner sheath had a black locator mark at 21.9 cm from the distal tip which meets the specification. There were no damages observed with respect to hole/puncture on inner sheath and the outer sheath. The stiffener was free of damages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during that during preparation for a percutaneous transluminal procedure, introducer damage and foreign material was noted. An accustick ii nitinol kit was selected. There was no damage noted to the packaging. The device was removed from the package and upon inspection, there was a hole seen in the dilator and a "black mark" on the device. It never made contact with the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.